Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of a non-compliance male patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and fever. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was non compliance. Antibiotic therapy was started but no further information was available. Pd therapy was ongoing. The peritonitis was ongoing and improved. The outcome for the event of fever was unknown. On 07sep2010 further information was obtained from the baxter employed nurse. The patient was hospitalized from (B)(6)2010 through (B)(6)2010. The cause of the peritonitis was non-compliance, described as the patient did not clean hands before exchange. On an unreported date in 2010, the peritonitis resolved. The reporter believed that the event of peritonitis was not related to the pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.(B)(6).